Event description:
A caller reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.